Event description:
It was reported to medtronic minimed that the customer reported a crack on upper part of the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-754wws. Troubleshooting was performed for cosmetic damage and customer was advised to replace the insulin pump. No harm requiring medical intervention was reported. The customer discontinued use of the insulin pump and the mmt-754wws was returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Pump received with multiple cracks on the case and detached end cap, broken belt clip slot, broken battery tube threads and cracked reservoir tube lip. Unable to perform any testing including the displacement test due to detached end cap and p-cap locks properly into the reservoir compartment. Cosmetic damage was confirmed at cracked case (battery tube). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.